Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component at the radio frequency circuit board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been alarming with radio frequency error alarms. The patient's blood glucose at the time of incident was 11.0 mmol/l. The customer stated that the pump would not resume normal function despite battery change; no basal or bolus delivery could be executed. The insulin pump was returned for analysis and a replacement device was shipped to the customer.